Event description:
N/a.

Manufacturer narrative:
As per customer conversation, the issue was resolve by their biomed team. H3 other text: not returned to manufacturer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) screen was glitching. There was no patient involvement.